Event description:
Patient reports he has previously been on synvisc for years with great results. Now that (B)(6) did change in 2018 to supartz: the benefit is minimum: he starts having pain earlier than the next dose. He even had to have left knee replacement already: the surgery was not fantastic: so the pain is back after 4 months and supartz does not help either. No further information provided. Route of administration intra- articular; bioventus. Reported to (B)(6) by: patient/caregiver.